Manufacturer narrative:
Investigation: one photo and one 10ml syringe inside an opened blister pack from batch 9060906 (p/n 309646) was received and evaluated. It was observed there was a scratch and deformation the top of the barrel with a small amount of black particulate in the same location and some on the flange. The particulate appeared to be ink. There was also no scale marking present on the syringe, which was rejectable per product specification. Potential root cause for the missing scale defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9060906 is considered in compliance with our product specification requirements.

Event description:
It was reported that the syringe 5ml ll sp125 experienced missing scale markings which was noted prior to use. The following information was provided by the initial reporter: material no: 309646 batch no: 9060906. Date of occurrence: (B)(6) 2020. Reported issue: I just received an rl regarding a syringe was found without markings during an emergency situation in the nicu yesterday. This caused a delay in care as the staff had to open another syringe to administer the medication.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ll sp125 experienced missing scale markings which was noted prior to use. The following information was provided by the initial reporter: material no: 309646, batch no: 9060906. Date of occurrence: (B)(6) 2020 reported issue: I just received an rl regarding a syringe was found without markings during an emergency situation in the nicu yesterday. This caused a delay in care as the staff had to open another syringe to administer the medication.